Manufacturer narrative:
The result of the analysis confirmed the reported event of no led lit. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. The device was initially returned as the led on the device no longer illuminated. There were no reported adverse patient consequences related to the event.